Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The endoscope may have been used for the procedure with the foreign material attached. No abnormalities in reprocessing.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegations. The scope had wrinkles on connecting tube. The device exhibited low angulation and free play. There were scratches on distal end cover. The coating and white lines at the insertion tube were coming off and indication markings on the connecting tube were not clear. There were few additional findings. The bending section cover had discoloration and adhesive was detached. Due to wear of angle wire, bending angle in down and left direction does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Grip, light guide lens, switch and scope connector cover has a scratch. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. Connecting tube had discoloration. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited low angulation and free play. The scope had multiple wrinkles. Coating of the insertion tube was peeled off and there were minor scratches on the distal end. The issues were found during maintenance. The device was returned and an evaluation at the repair center revealed presence of foreign material in the nozzle. Foreign material was yellowish/brown in color but it is unknown what the foreign material was. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.